Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed call service (cs) 054/052 alarms prior to power on reset events on (B)(6) 2015. There was no power interruptions found during investigation. The pump was exercised for 24 hours for 4 days with no alarms or power loss. The pump was opened; there was evidence of internal moisture found on the bt1 and on the force sensor. The battery compartment was also found to be cracked at the case seal below the bumper. Unrelated to the complaint, the display was found to be dim, faded and pink. The returned battery cap was used to perform investigation and tightly secured to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.